Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported found 1 needle clogged while injecting.

Manufacturer narrative:
Correction: this supplemental MDR is to address now void supplemental MDR 6987071 which was previously submitted with the incorrect MFR# 3014704491-2022-00567 for unable to deliver insulin/medication. Investigation summary: customer returned a single used 6mm, 31 gauge pen needle. The lot could not be confirmed as no teardrop label was provided. The patient end of the cannula was found to have broken off at its base. Saline from a test pen could still exit from the pen needle. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of a needle clog. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the relion® pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported found 1 needle clogged while injecting.